Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during undergoing planned treatment procedure proceed when the issue happened. The procedure was completed as planned. Philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting, fse found mechanical issue of button. To resolve the problem, fse released stuck part of the button. After release of the button, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system as planned since the issue is not an urgent problem, allows for the system to be utilized. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's control module geometry had failed, which can impact geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.